Event description:
During a ptca treatment procedure the maverick2 monorail balloon ruptured at 10 atms on the second inflation. (The initial inflation was to 7 atms). The pt was asymptomatic during this event. The lesion being treated was a 95% stenotic lesion in a tortuous proximal circumflex coronary artery. The procedure was successfully completed. Pt status is reported as 'good'.